Event description:
It was reported that during a sigmoid colectomy procedure, shortly after insertion of the device, the surgeon stated she heard it leaking and upon inspection, found a hole in the product. The case was completed with another device of the same product code. There was no pt consequence.